Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline valve with siphon guard was underdraining or had shunt failure. The valve was implanted to the patient. Date of implant and initial setting were unknown. The suspicion of shunt failure occurred or underdrainage under the influence of siphon guard. The revision surgery was performed on (B)(6) with the another certas valve. The surgeon commented that flow was noted during shunt contrast. No adverse events were reported for the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed and the valve was pressure tested; no issued noted. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned. Upon completion of the investigation, a follow-up report will be submitted.